Event description:
The date of event is unknown. Customer reported unspecified problems with set. No device, event or pt specifics were available. No pt harm was reported. Additionally, the set was received with a note attached indicating "leaking set".

Manufacturer narrative:
(B) (4). (B) (4).